Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the ins turned off when it discharged on its own due to low battery. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that their ins shut off that day and they are having a hard time talking. They did not have their programmer or recharger with the mat the time, and the last time they charged was a week prior to about 75%. The patient called in a second time stating they went to see their neurologist after speaking with patient services. The patient thought the healthcare provider (hcp) could turn stimulation on with their clinician programmer, but they were not able to. It was indicated that the patient was able to start a charging session at that time. No further complications were reported.